Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to an allergic reaction.

Event description:
The customer reported symptoms of an allergic reaction in the form of swelling of the throat and additional symptoms related to an anaphylactic reaction. The customer removed the aligners, took over the counter allergy medicine, and administered an epipen, at which point the symptoms subsided. As a result, the patient discontinued use of the aligners.